Manufacturer narrative:
No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
A review of the last three (3) product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from january 01, 2016 to january 31, 2018 was reviewed as it relates to reports for product number mm51161410p. A total of three (3) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional information has been provided to date. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
Brand name; uno aqualine sec 2w std ch14. (B)(6). Based on the available information, this event is deemed a serious injury. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that upon removal of the catheter it was not possible to deflate the retention balloon. Aspiration was attempted as normal, when that was useless, various methods was tried but this was not possible either. Finally the catheter was removed successfully by assistance of an ultrasound. There was no harm reported to the patient and no further information has been provided.